Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a cause for the gripper actuation issue cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), one gripper arm would not lower. Troubleshooting was performed however the gripper arm still would not lower therefore the device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.